Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The radio frequency identification (rfids) were intact and we could not identify any damage that would contribute to the customer's experience. The probe was then tested on a calibrated console. The rfid connectors securely engaged to the console and the light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A cut test was performed to look for any detachment of the rfids, no detachment was observed and momentary actuation testing was completed successfully. The root cause of the customer's complaint could not be established; the rfids could securely engage into the console and no detachment observed during testing. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported black and gray connector of the cutter probe were detached from the console during surgery. The surgery was completed after replacing the cassette and the probe of all with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).